Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the touchfframe, which resolved the reported issue. The ventilator passed self-testing.

Event description:
It was reported that a ventilator screen became blocked. The customer has not provided patient information.